Manufacturer narrative:
Inspection of the analyzer found that the smoke was coming from the lambda power supply. The part was replaced to resolve the issue. The investigation included review of the incident, product historical data, and product labeling. The product historical data review identified no trends or issues related to the complaint. Since the return was not available, the details of the incident were reviewed. The smoke from the power supply is a sign that something overheated within the power supply. However, the overheated area at the power supply was contained. The power supply is a safety-certified part and is partially enclosed. In addition, the power supply is located inside the chassis of the cell-dyn ruby analyzer and cannot be accessed by the customer. Product labeling adequately addresses the issue of the complaint. Based on the investigation, no systemic issue or deficiency was identified for the power supply of the cell-dyn ruby.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
During an onsite visit from the field service representative (fsr), the fsr was performing reproducibility testing on the cell-dyn ruby and observed visible smoke coming from the area of the power source of the cell-dyn ruby. There was no impact to patient management, user safety, or facility damage reported.